Event description:
The account alleged the head of the stretcher will not stay up.

Manufacturer narrative:
The technician inspected the gas springs to find both leaking red fluid. The technician replaced both gas springs, adjusted and performed function check to repair the stretcher.